Event description:
Reference number (B)(4). The event occured in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.